Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with mild corneal haze in both eyes three months post photo refractive keratectomy (prk). It was also noted that moderate hyperopia and cylinder were treated. Additional information received states that the haze was very mild and inferior to line of sight and was not impacting visual acuity. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.